Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of her automated peritoneal dialysis therapy. Reportedly, the home pt discovered a small hole in the tubing which was caused by the pt's puppy damaging the tubing. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the pt's sister.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patients sister/caretaker.